Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from fill port even after the fill port cap was secured on the top of the device. The issue was observed during filling, "an electric injector was utilized to fill the solution, followed by manual injection at the final stage". The device was filled with 50ml fluorouracil and 20ml saline having a total volume of 70ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation containing fluid in the bladder. Visual inspection was performed on the returned device which showed no evidence of leak from the fill port or other parts of the device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed and no evidence of leak was observed from the fill port. The infusor device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.